Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis could not be performed as the user does not wish to return the device. Method: no testing methods performed.

Event description:
It was reported that the surgeon had trouble with monitoring. The doctor would place the probe on a nerve and wouldn't receive any visual or audible response. After follow-up, the sales rep indicates that the electrodes were plugged into the wrong ports. He states that there was no audible or visual response. Reportedly, only the left side was affected, but this most likely pertains to the side of the neck or head the doctor was performing surgery on. It is unknown whether a baseline was obtained at the beginning of the case. The facility now continues to use the system without any issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.